Event description:
Patient was found at home unresponsive, in respiratory and cardiac arrest; transferred via ems on hypothermia protocol (chilled IV fluids); triaged in ER and admitted to micu service; hypothermia protocol initiated to preserve neurological function; patient critically ill, hemodynamically unstable, on 3 vasopressors; body temp at baseline 32.4 celsius; warmed to range of 33-34 celsius and maintained x 24 before rewarming; brief time off device while in or; arctic sun re-applied at 24 hours mark and protocol to warm; skin integrity within normal limits ; 12 hours later, warmed to target temp; device removed; blisters and sloughing noted in area of arctic sun and other areas of body, not dependent and outside of area. Device worked as it should have. All staff training completed and used as required, with appropriate caution for use when patient on vasopressors. Not clear that skin condition was caused by arctic sun or physiological status of profound hypothermia before arctic sun deployed with significant hypoperfusion requiring use of three vasopressors with extended period of hemodynamic instability. Reason for use: s/p cardiac arrest at home, neurological preservation thru hypothermia protocol. Dates of use: (B)(6) 2014.